Event description:
It was reported that the device would not respond to the AED controls. Hence, it was unable to provide defibrillation therapy in AED mode. There was no pt use associated with the event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. Physio replaced the programmed user interface pcb, system control pcb and the pcb stack shield assemblies to observe proper device operation through functional and performance testing. The device was then returned to the customer for use